Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a symphion fluid management accessories device was to be used during a diagnostic hysteroscopy procedure performed on (B)(6) 2016. According to the complaint, during preparation for the procedure, the user plugged the pressure sensor into the controller; however, the controller displayed a message that the pressure sensor was not detected. The procedure was then completed with another symphion fluid management accessories kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.